Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization. Customer has high blood glucose. Hospitalized due to non-diabetes related issue. The blood glucose reading is 320 mg/dl. Hospital treated with manual injections. Nothing further reported.